Manufacturer narrative:
(B)(6). One 5.5mm incisor plus platinum series device was returned for evaluation of the reported complaint mode, ¿shedding/flaking¿. There was evidence of wear that was not inconsistent with normal use. There was no evidence of material debridement observed at the edgeform however there was evidence of galling on the inner shaft about ½¿ from the sluff chamber. The metal flakes observed by the reporter most likely emanated from the galling in this area. This condition is consistent with excessive lateral load. A review of the device history records was performed which confirmed no inconsistencies (B)(4). The root cause for the reported event is user error. No further action is necessary at this time. (B)(4).

Event description:
During a knee scope procedure it was reported there were metal filings inside the knee that had come off the shaver blade. They were removed with another shaver. It was reported that there was a delay of five minutes. The patient's bone quality was reported as good.